Event description:
It was reported that cartridge alarm 30 occurred and that issue did not happen during cartridge loading. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in loading new cartridge using correct steps, was able to successfully resume insulin therapy, and issue was resolved; no additional information was received regarding any further outcome.